Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to lcd board. Unable to confirm button anomaly and unable to perform any tests due to blank display. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring blank display. The customer's blood glucose level was 180 mg/dl at the time of the incident. Customer stated that a replacement battery cap was sent after the initial troubleshooting was performed and completed. Customer stated that the battery cap did not resolve the issue of blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.